Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that the programmer displayed a red screen with an application error. Technical services was contacted and confirmed the programmer and device have the most current firmware. A save to disk was sent in for engineering analysis and the subcutaneous implantable cardioverter defibrillator (s-ICD) appears to be operating normally. Engineering analysis informed there is likely a corrupted episode stored in memory and anytime you access a corrupted episode, the application will crash. There were no stored episodes on the session file. At this time, the device remains in service. No adverse patient effects were reported.